Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device experienced swelling and pain at the implant site. The patient also mentioned that the site also appeared to be black and blue. Boston scientific technical services (ts) advised the patient to contact clinic. There was no further information provided. As of this time, the device remains in service. No additional adverse patient effects were reported.